Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the blood pump tubing during a patient¿s hemodialysis machine. The biomed stated the blood pump tubing guide pin on the blood pump rotor came off, which created a hole in the nipro bloodline that was inserted in the blood pump. The biomed stated the event resulted in minimal blood loss (around 5 ml) due to blood leaking from the damaged tubing. The biomed stated the patient was moved to another machine where they completed their treatment after being re-setup with new supplies. The machine was removed from service. The biomed replaced the blood pump rotor with a spare from a different machine that was not in service. The biomed also ordered a new rotor which has been received. The biomed stated the machine has less than 4,000 operating hours on it (exact number unknown). It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported event. Upon follow up, the biomed confirmed they still had the damaged blood pump rotor and stated they would return it via returned goods authorization (rga).

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the investigation determined that there was causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the blood pump tubing during a patient¿s hd treatment. The biomed stated the blood pump tubing guide pin on the blood pump rotor came off, which created a hole in the nipro bloodline that was inserted in the blood pump. The biomed stated the event resulted in minimal blood loss (around 5 ml) due to blood leaking from the damaged tubing. The biomed stated the patient was moved to another machine where they completed their treatment after being re-setup with new supplies. The machine was removed from service. The biomed replaced the blood pump rotor with a spare from a different machine that was not in service. The biomed also ordered a new rotor which has been received. The biomed stated the machine has less than 4,000 operating hours on it (exact number unknown). It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported event. Upon follow up, the biomed confirmed they still had the damaged blood pump rotor and stated they would return it via returned goods authorization (rga).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned with one of the rear guide sheaves (guide sleeve) missing, and debris and wear marks were found on the bearing journal (guide pin). No discrepancies were found on the other rear guide pin and sleeve, however, there were signs of debris around the pin. No discrepancies were found on the two front tubing guide pins and sleeves. The rotor was found to be missing a ball bearing. The returned rotor (as-received) was installed onto a blood pump module for testing. The rotor was tested with a fresenius combi set bloodline and water. The blood pump was operated at 450 ml/min for 4 hours. The returned rotor did not puncture the bloodline and there were no leaks during testing. Additionally, the guide pins and sleeves did not sustain further damage during testing. However, based on the condition of the returned part the reported event has been confirmed. The cause was traced to a mechanical failure of the tubing roller guide pin and sleeve, which caused debris and wear marks.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the blood pump tubing during a patient¿s hd treatment. The biomed stated the blood pump tubing guide pin on the blood pump rotor came off, which created a hole in the nipro bloodline that was inserted in the blood pump. The biomed stated the event resulted in minimal blood loss (around 5 ml) due to blood leaking from the damaged tubing. The biomed stated the patient was moved to another machine where they completed their treatment after being re-setup with new supplies. The machine was removed from service. The biomed replaced the blood pump rotor with a spare from a different machine that was not in service. The biomed also ordered a new rotor which has been received. The biomed stated the machine has less than 4,000 operating hours on it (exact number unknown). It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported event. Upon follow up, the biomed confirmed they still had the damaged blood pump rotor and stated they would return it via returned goods authorization (rga).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the blood pump tubing during a patient¿s hd treatment. The biomed stated the blood pump tubing guide pin on the blood pump rotor came off, which created a hole in the nipro bloodline that was inserted in the blood pump. The biomed stated the event resulted in minimal blood loss (around 5 ml) due to blood leaking from the damaged tubing. The biomed stated the patient was moved to another machine where they completed their treatment after being re-setup with new supplies. The machine was removed from service. The biomed replaced the blood pump rotor with a spare from a different machine that was not in service. The biomed also ordered a new rotor which has been received. The biomed stated the machine has less than 4,000 operating hours on it (exact number unknown). It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported event. Upon follow up, the biomed confirmed they still had the damaged blood pump rotor and stated they would return it via returned goods authorization (rga).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.